Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. Alcohol was used at the site prior to sensor insertion. Per stelobot, on approximately (B)(6) 2025, ¿about a week later¿ the customer developed hives and itching ¿on 40 percent of my body.¿ symptoms reported were blisters, redness, a rash, and pain and itching sensations. The reaction was ¿near the site and both arms and around my waist and lower back.¿ no other symptoms were reported. For self-treatment they removed the sensor and took benadryl. They indicated they used a topical cream form of benadryl and started the medication on (B)(6) 2025. Follow up contact was made with the customer on (B)(6) 2025. The customer stated no photo of the skin reaction was available. She confirmed there were no additional symptoms, and did not experience any difficulty breathing at the time of the event. She confirmed she self-treated at home and did not consult a healthcare provider. She confirmed she only used topical cream on the areas (benadryl or cortisone cream). She had no pre-existing allergies to medical adhesives. At the time of the call the customer confirmed she had recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.